Event description:
It was reported that after inserting the intra-aortic balloon (iab), the customer pressed the start key but an automatic filling error occurred. Even after checking each connection part, it did not improve. The iab was replaced with a new one and the console was switched out. This resolved the issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen approximately 73.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).